Manufacturer narrative:
The insulin pump was received with missing retainer. We were unable to perform displacement test due to missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly. The device was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and damaged keypad overlay texture.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had damaged and clear ring has come off. Customer stated that reservoir was still able to lock in place but does have to keep pushing the clear ring back into place. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.